Event description:
It was reported that the dekompressor cannula was broken near the hub. The procedure was discontinued when the device broke. There was no back-up device available. There were no adverse consequences and no medical intervention

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.